Event description:
Autoregulated pump inflated to inaccurate pressure, cutting off blood supply to patients limb. Limb turned purple and cyanotic. This was marketed to me as a medical device, yet now I have learned that the autoregulated pump is not listed with the FDA? Can you confirm this? FDA safety report ID # (B)(4).